Manufacturer narrative:
The specific event date was not provided, therefore, the date (B)(6) 2023 was used as estimate.

Event description:
It was reported that the patient underwent a tactra penile prosthesis replacement surgery due to unspecified reasons. No additional information was reported.